Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating the device showed no rhythm displayed and pads shorted. The dfm100 was being used to shock a patient in cardiac arrest. The patient died. The customer reported the death was not directly a result of device issue, and no harm was alleged. The efficia dfm100 defibrillator, model#: 866199, is substantially similar to the heartstart xl+ defibrillator (model#: 861290) and will be reported in the united states under device model#: 861290.

Manufacturer narrative:
Correction: this report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. A philips asp evaluated the device. The asp was unable to replicate the customer reported fault. Performance verification passed. The device log files were reviewed by a philips product support specialist. There were no error messages found which would indicate a device malfunction. No patient event files were provided to philips for review. Based on the information available and the testing conducted, the cause of the reported problem was not found. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. A philips asp evaluated the device. The asp was unable to replicate the customer reported fault. Performance verification passed. No device logs or patient event files were provided to philips for review. Based on the information available and the testing conducted, the cause of the reported problem was not found. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report has been updated from serious injury to death. Philips received a complaint indicating the device showed no rhythm displayed and pads shorted. The dfm100 was being used to shock a patient in cardiac arrest. The patient died. It was indicated that the death was not directly a result of device issue, and no harm was alleged.

Event description:
Philips received a complaint indicating the device showed no rhythm displayed and investigation report showed pads shorted. Additional details were received via good faith effort regarding the patient and procedure. The dfm100 was being used to shock a patient in cardiac arrest. There was a delay in life-saving therapy. There was no harm to the patient. The patient was 26 years old and female. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
Event date has been updated to (B)(6) 2024. Description has been updated to no rhythm displayed during cardiac arrest. Philips is currently waiting for details regarding repair and for patient event file and device log. A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint indicating that the patient was on monitor showing sinus bradycardia when efficia dfm100 defibrillator monitor displayed asystole. Additional details have been requested. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
A philips authorized service provider (asp) evaluated the device. The asp was unable to replicate the customer reported fault. Performance verification passed. No device logs or patient event files were provided to philips for review. Philips is currently waiting for response to good faith effort attempt to obtain additional details regarding the patient and patient event. A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint indicating that the patient was on monitor showing sinus bradycardia when efficia dfm100 defibrillator monitor displayed asystole. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model#: 866199, is substantially similar to the heartstart xl+ defibrillator (model#: 861290) and will be reported in the united states under device model#: 861290.